Event description:
It was reported that this inflatable penile prosthesis (ipp) was not fully inflating. While using the pump, the physician notices a sound like there was air in the device. A surgical procedure was performed, during which a fluid loss was discovered. Therefore, the cylinders and pump were removed and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.